Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all new patients were not showing in the emergency room pyxis. The technical support specialist (tss) connected to the server and identified that the messages were not crossing. Tss restarted the services, deployed the care fusion coordination engine interface utility but the issue remained unresolved. Tss then started the cce after reboot and set from manual to automatic delayed start to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients did not appear in emergency room pyxis. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients did not appear in emergency room pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.